Event description:
Customer reports one patient sample with discrepant hcg results. Initial result gave 267.6 miu/ml. In 2008, the doctor called the laboratory requesting the original sample be repeated. The same sample was repeated twice giving 0.100 miu/ml each time. No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.